Manufacturer narrative:
The reported event of keypad delamination file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the attached site visit. No further investigation of this event is possible at this time. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported during a clinical and technical practice consultant site visit that they have multiple devices that demonstrate keypad delamination in the upper left corner and the uhs staff just pushed the keypad back down. There was no patient involvement.